Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 9565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was flipping and caused the leads to twist and pull the electrodes out of place. It was also reported the ¿unit migrated and they had to replace everything.¿ it was stated these ¿complications¿ led to the revision of the device on 2013-(B)(6). A supplemental report will be filed if additional information is received.